Manufacturer narrative:
Because the serial number of the device unk, it's unclear if the device was part of recall z-0861-06 or z-0693-2008.

Event description:
The investigator reported "stimulator failure due to defect; 'broken' bandwire problem". The stimulator was replaced. The event was classified as "moderately severe" and definitely related to the stimulator. The event resolved; the pt had a complete recovery.